Event description:
The customer reported that the 2800 system would not fluoro prior to a case. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The boards were reseated and hard drive and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.